Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "display" issue occurred. On (B)(6) 2025, it was reported by the spouse that the patient's dexcom receiver screen appeared frozen and the displayed cgm was not changing. When asked, she could not recall the number shown. She also confirmed that she did not check the patient's blood sugar at that time. The patient had dizziness, weakness, and feeling unwell. 911 was called and the spouse gave carbohydrate. Emergency medical services arrived shortly after. Emergency medical services (ems) personnel checked jeffrey¿s blood sugar, which was within normal range. However, carole was unable to recall the exact finger stick reading. Ems determined that hospital transport was not necessary, and no medications were administered, as the patient was stable at the time of assessment. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.